Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 600 instrument had a leak in the hydro area due to a broken "no foam" cannister. The customer stopped the system and cleaned up the no foam, prior to contacting bci. The problem was isolated to the broken plastic lid where threads were partially broken. No effect to patient or user was reported.

Manufacturer narrative:
Bci field service engineer (fse) determined that the no foam bottle cap needs to be replaced. Fse replaced the no foam assembly and verified repair per established procedures.